Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual inspection of the lead did not reveal any anomalies except for damages consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured to be within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a loss of capture due to dislodgement was observed on the right ventricular (rv) lead. The rv lead was dislodged and repositioned twice prior to this event. The first dislodgement revision procedure was performed on (B)(6) 2020 and the second was performed on (B)(6) 2020. After the third dislodgement, the rv lead was explanted and replaced. The patient was stable with no consequences.